Event description:
It was reported that the patient was implanted with a durom acetabular component 50/44 code j, metasul large diameter head 44/j and head adapter s/-4; 12/14-18/20, on (B)(6) 2005. On (B)(6) 2014, the patient underwent revision surgery due to unknown reason. No clear root cause could be determined, but judging from the date of the original implantation the most reasonable issue could be early loosening. The date of the original implantation suggest that this case could be related to the issues for which zimmer implemented a correction in 2009.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. We conduct an evaluation of each and every case whether a full blown investigation is needed or not. This case was evaluated to a certain point where we were sure that the case is clearly related to a known problem. A full blown investigation was not needed to our understanding as we do not expect any new investigation results from this specific complaint. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. At this point in time, zimmer (B)(4) will consider this investigation as closed. (B)(4).